Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to pain. During surgery, the surgeon found the metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by depuy (B)(4) commercialized product development finds no unusual wear. Scratching can be seen on both the insert and the femoral head however. It is not known if the scratching was due to the retrieval process. Patient x-rays and/or additional event/patient information was requested but not provided. Implant placement cannot be commented upon. A search of the complaints databases against the 2542779 or 2440952 lot codes found no other reports. The search found one other report found against the 2472649 lot code. A review of device history records found no manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional product and/or additional information be received, the investigation will be re-opened.